Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. The received implantation data card indicated that the device explant was not due to deficiency of the original device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 2700tfx aortic pericardial valve was explanted after an implant duration of 16 days due to unknown reason. The explanted valve was replaced with another 25mm 2700tfx aortic valve. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (results & conclusion codes). On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted due to prophylactic reason to repair a ventricular septal defect. There was no allegation of serious injury related to the bioprosthetic aortic valve. The valve explant was not due to deficiency of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm 2700tfx aortic pericardial valve was explanted after an implant duration of 16 days to repair a ventricular septal defect (vsd). The explanted valve was replaced with another 25mm 2700tfx aortic valve. The implantation data card indicated that the device explant was not due to deficiency of the original device. Per the medical records: the patient underwent initial avr due to mssa endocarditis. On pod #13, required ppm due to pre-op heart block. Post-op echo showed rc sinus to right atrial shunt. The patient was taken emergently to the or on pod #16. No leak was found superior to the prosthetic valve, the device was removed and a large vsd was evident. There was no purulence or sign of infection. The vsd was patched repaired, additional myectomy performed, then another 25mm 2700tfx valve was seated and secured. Post repair showed no signs of shunting. The patient was transferred to the ICU in stable but critical condition. On the following day tee showed persistence vsd shunting. The patient returned to the or and an anterior tear in the vsd patch was suture closed. On pod #33 (initial avr), the patient transferred to a skilled nursing facility for continued IV antibiotics in stable condition.